Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error. Pump error 35 was found in the formatted history file due to force sensor zero off set out of specification. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay.